Event description:
A potential product issue has been reported with our artiste linear accelerator. In the abundance of caution this issue is being reported. After a couple of days after the pt started treatment, the contours on the drr's appear to be shifted. Pt was imaged on the following dates. The observation they had listed with their notes are within the ( ). On (B)(6) - 000, 001 (unable to associate ref image with 000, image associated manually with 001). On (B)(6) - 001, 1-ap (ref image with 001 did not show up, image manually associated with 1-ap). On (B)(6) - 001, 1-ap (ref image with 001 shows up with no user intervention, 1-ap loads with ref image). On (B)(6) 001, 1-ap (contours that were previously drawn on drr corresponding to 001 is shifted). Corrective action decision is pending final investigation results.

Manufacturer narrative:
The preliminary risk assessment indicates: severity 3 (serious injury): the magnitude of the shift is proportional to the aspect ratio of the image. If wrong position is applied several times in a row to a critical organ, this could result in serious injury. Probability b (improbable): the shift in the contours on the reference image (drr) would not result in a mistreatment because the user is trained to use the interactive shift tool to match the contours on the drr with the portal image. Therefore, regardless of where the contour is, the user will match the portal image with the reference image and the offset calculation would be correct. The user may wonder why the contours are not in an expected position, but the user would still match these contours with anatomy on the portal image. The shift is also displayed on the reference image which will contribute to the detecting ability of the problem for the large shifts. No other products are affected.